Manufacturer narrative:
Analysis found the battery contacts were contaminated. Analysis also found the display was scratched, control knobs were dirty, and the device was sticky

Event description:
The external pulse generator was returned to the manufacturer for preventive maintenance, analyzed and tested out of specification. There was no patient involvement.